Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned lancet device evaluated with no defect found. No lancets were returned for evaluation. Most likely underlying root cause - use error caused or contributed to event.

Event description:
Customer states that lancet does not retract and its sticking her. No medical attention reported.